Manufacturer narrative:
(B)(4).

Event description:
The hcp was increasing the dilaudid in the pt's pump but it was not reducing the pt's pain level. The pt went to the emergency room 5 times, but her needs could not be addressed. The pt ws taking a lot of oral medication; the hcp increased the dosage without pain relief effect. Beginning "a few months" prior to the date of this report, the pt experienced hypotension, tachycardia, headache and seizure. The pt also had seizures in the past. Five months ago, the pt fell off a parked motorcycle and fell off stairs "constantly."